Event description:
Caller states the pt tested >8.0 inr on the coaguchek s system and 3.91 inr on a comparison lab. Coumadin was held based on device result, but remained held due to lab result. No adverse event reported. Requested return of suspect device and replacement was sent.